Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using test strips that expired in oct 2010. Additionally, the reported meter is no longer manufactured. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Caller (customer's mother) reported that on (B)(6) 2014, the customer "went into hypo" and reportedly suffered a loss of consciousness and a seizure. An adc blood glucose meter reading of 25.1 mmol/l (451 mg/dl) was obtained, which was higher than the customer felt. No self-treatment was reported, however paramedics were called and upon their arrival customer was reportedly diagnosed with hypoglycemia and administered glucose via injection. No hcp meter reading was reported. There was no report of death or permanent injury associated with this event.